Event description:
Cath inserted 3/4/94. On 10/4/96, attempt to access cath. Pt complained of discomfort with swelling at site. Chest x-ray confirmed a fracture through the catheter with distal end migration.